Event description:
As reported, the stent on a 5mm x 150m smart flex vascular self-expanding stent (ses) delivery system could not be released normally and there was an indication that the stent was partially deployed. Additionally, the delivery system was not able to be removed easily from the patient and required a large force to pull it out. An unknown stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the superficial femoral artery (sfa). Vessel characteristics at the target site included moderate calcification, moderate tortuosity, and 80% stenosis. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. The delivery system remained in one piece during removal from the patient. There was no attempt to deploy the stent after it was removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 5mm x 150m smart flex vascular self-expanding stent (ses) delivery system could not be released normally and there was an indication that the stent was partially deployed. Additionally, the delivery system was not able to be removed easily from the patient and required a large force to pull it out. An unknown stent was used as a replacement. There were no reported injuries to the patient. The target lesion was the superficial femoral artery (sfa). Vessel characteristics at the target site included moderate calcification, moderate tortuosity, and 80% stenosis. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. The delivery system remained in one piece during removal from the patient. There was no attempt to deploy the stent after it was removed from the patient. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The device was fully deployed, and the stent was not returned for analysis. The hemostasis valve is tightly closed. A kinked condition was observed on the device located approximately 117 cm from the distal tip. Also, the proximal end of outer sheath is separated from the hemostasis valve 128 cm from the distal tip. The deployed inner shaft is severely kinked. No other outstanding details were observed on the returned device. The separated edges of the outer sheath were evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material strength prior to the separation. Simulated functional analysis could not be performed due to the severe damages observed on the returned device. The reported ¿stent delivery system (sds) deployment difficulty partial deployment¿ was not visualized during analysis, the stent had been fully deployed and was not returned with the delivery system for analysis. In addition, the ¿stent delivery system (sds) withdrawal difficulty from vessel¿ could not be determined based on the nature of the reported event as this cannot be replicated in a lab setting. The exact causes of the observed damages could not be conclusively determined during product analysis. Based on the available information and the condition of the device upon receipt, device handling, procedural factors and vessel characteristics of moderate calcification, moderate tortuosity, and 80% stenosis likely contributed to the event. It appears the device was subjected to forces exceeding its material yield strength as elongations were evident on the edges of the separated outer sheath and the inner shaft was severely kinked. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.